Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant noted that the physician had to remove the catheter from the patient with the balloon still inflated. The patient allegedly experienced pain that subsided instantly after the catheter was removed. No medical intervention was required. The balloon was inflated with 10cc fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant noted that the physician had to remove the catheter from the patient with the balloon still inflated. The patient allegedly experienced pain that subsided instantly after the catheter was removed. No medical intervention was required. The balloon was inflated with 10cc fluid.